Manufacturer narrative:
This lot was manufactured september 28, 2016 ¿ september 29, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed at the filling port of two (2) large volume infusors after filling with solution. There was no patient involvement. No additional information is available.